Event description:
It was reported that stimulation dropped on its own. The caller reported a loss of therapeutic effect and was experiencing constipation, leakage and gas. The health care professional (hcp) and manufacturer representative (rep) told the caller to bump stimulation up a notch each month and stimulation was at 2.3v on (B)(6) 2012. They had not touched the patient programmer since then. The stimulation later showed 2.2v. It was later reported that there was a 50% or greater symptom reduction. The cause of the event was not determined and the patient had been told to increase amplitude back to 2.3v. No troubleshooting, interventions or other actions were taken to resolve the event. The loss of therapeutic effect and loss of stimulation was gradual. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rk3u, implanted:(B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).